Manufacturer narrative:
There were no reported issues with the da vinci products; therefore, no products were returned for failure analysis investigation. A review of the intraoperative system event logs for the duration of the procedure show the system functioned normally and there were no indications relating to this event. Review of the logs for the five subsequent procedures performed on the system showed the it functioned normally; no intraoperative events or issues found. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report began showing signs of a potential cardiac issue when st segment elevations were noted by the anesthesiologist towards the end of a robotic hysterectomy. Although the procedure had no complications related to the operation performed, the patient began having additional cardiac symptoms in the recovery room and had to undergo an emergent stent placement. The patient died during the emergent stent placement procedure secondary to a problem with the stent. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Section a2 patient age is estimated. The patient was reported to be in their 40's years.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the patient sustained a myocardial infarction (mi) at the final stage of the procedure after the uterus was removed vaginally. During the procedure, the patient showed st segment elevation and was hypotensive, both of which shortly normalized and the procedure was completed. In the recovery room, the patient complained of chest tightness and underwent cardiac catheterization where an mi was confirmed and a stent was placed. The stent reportedly ¿collapsed¿ and the patient coded. There was report of bleeding with a drop in hemoglobin from 12 g/dl to 8 g/dl; the source of the bleeding was not provided. Resuscitation protocols were administered for 2 hours but the patient ultimately expired. The surgeon reported that there was nothing wrong with the da vinci products used, and did not note anything that may have caused any issues during the procedure.

Manufacturer narrative:
Updated fields: h2, h11. The customer was contacted and additional information was obtained: the hospital associate general counsel reviewed this event and reported that "nothing in their investigation suggests the [da vinci] device was at all related to the death in this instance."

Event description:
Refer to h11 for follow-up information.